Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a legion tka had been performed on 2012, the patient experienced an infection and loosening. This adverse event is being solved by a two stage revision surgery, in which all the implants were removed. During the first stage an antibiotic femur was implanted along with a poly and a tibia cr, also an antibiotic nail was used in the tibia. These components are due to be explanted during the second stage in approximately 6 weeks. This is an ongoing issue, and the current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, approximately 10 years post implantation, a two-stage revision is being performed due to infection and loosening. Reportedly, the 1st stage procedure involved implantation of an antibiotic femur implanted with all poly tibia cr and an antibiotic nail in tibia which is anticipated to be explanted approximately 6 weeks later. It was communicated that the requested documentation is not available, and the current health status of the patient is unknown. Without the requested documentation, further root cause analysis cannot be performed. Although a 2nd stage revision is anticipated, the patient impact beyond the reported infection, loosening, 1st stage with an anticipated 2nd-stage revision cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that infection and loosening has been identified as possible adverse effects, looseness of components can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, post-operative healing issue, abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.